Event description:
It was reported that during a procedure on (B)(6) 2015, surgeon felt screwdriver break. The screwdriver was pulled out intact and coordinator was called to the operation room. When the screwdriver was being washed in central processing department (cpd), the tip did break apart. There was no surgical delay. Patient was not harm and procedure was completed successfully. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 08. July 2010. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: one of the following device(s) was received: cannulated hexagonal screwdriver for 7.3mm cannulated screw (part 314.050 / lot 3474409) the brown handle has minor marks from routine use, and the distal tip is completely destroyed and partially broken off the device. The pieces were returned with the device. It is unknown what caused the complaint condition, but it is likely that excessive torque was applied to the instrument and caused the complaint condition. A visual inspection, functional test, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The associated drawing for the instrument was reviewed and is determined to be suitable for the design and related dimensional conformity. The returned instrument(s) are used to insert 7.3mm cannulated screws and proper use and maintenance are addressed in technique guide. The returned device is multi use and is one of two methods for inserting 7.3mm cannulated screw. This complaint condition is likely a result of method of use coupled with the instrument age, and not the device's design. Because of this, the complaint is determined not to be a result of a detected design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. This complaint is confirmed, but the design of the device did not contribute to this complaint. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.